Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 21-feb-2026. The infusion set was leaking at the site.the infusion set was in use for one day. No further information available.